Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prim seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The insulin pump delivered multiple boluses and monitor; no unexpected bolus anomaly noted during our testing. The insulin pump was received with scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the bolus was not being delivered. The customer's blood glucose reading was 12.1 mmol/l. The customer received multiple messages and alarms that insulin was not being delivered. The insulin pump will be returned for analysis.